Manufacturer narrative:
H.6. Investigation: bd received 14 samples from the customer for investigation. All 14 samples were draw-tested with deionized water. The water is drawn from a compensated draw apparatus. This comprises of a header tank, which is connected via tubing to a direct draw adapter at the end, into which the tube is inserted and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 6 retention samples from bd inventory were evaluated and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer stated problems with the tubes having difficulties with filling.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer stated problems with the tubes having difficulties with filling.